Event description:
It was reported that the catheter was inserted via the internal jugular vein in a transplant pt on coumadin. It functioned normally for three days. Then, blood began leaking from the catheter site. It was determined that the catheter had separated at the 15 cm marking. The separated portion of the catheter was found to be in the inferior vena cava. The separated portion of the catheter was found to be in the inferior vena cava. The separated portion of the catheter was removed with a snare device. There were no further complications.